Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The b30 communication code was present during testing. This code can appear when the humidity gets inside the video connector. The video connector was cracked and mechanically damaged. The cable unit was also found pierced and leaking. One of the pixel was also noted faulty. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that her olympus hd autoclavable camera head was presenting a b30 scope communication error during procedure preparation. According to the initial reporter, the subject device never made patient contact, and the intended procedure was completed using another unit.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the b30 error occurred due to a faulty cable causing communication failure. The cause of the failed cable could not be identified. The event can be prevented by following the instructions for use which states: do not coil the camera cable with a diameter of less than 20 cm. Never excessively pull the camera cable, but straighten it gradually when it is coiled. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Do not use excessive force when wiping the external surfaces of the camera cable. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. Never use a clamp or forceps to attach the camera cable to another object, as this may cause damage to the camera head. Olympus will continue to monitor field performance for this device.